Event description:
The customer contacted baxters technical service center to report a supply bag fell and disconnected while performing peritoneal dialysis therapy on the homechoice (hc) during dwell 2/4. The home patient (hp) immediately closed the clamps. The baxter technical service representative (tsr) advised the hp to end therapy and discard the supplies. No patient injury or medical intervention was reported. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.